Event description:
It was reported that, "loaner set from (B)(6). The junction/connection parts of the reamers were not the same as previous reamers. They did not work in a quick connect, they wobbled."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.